Manufacturer narrative:
It was initially reported that on (B)(6) 2019 (time not reported), the feeding set was noted leaking and on (B)(6) 2019 at 01:30 am, the patient's blood sugar level was 34 mg/dl (low blood sugar). Per report, patient received bolus of dextrose 25% and dextrose 10% in water was given as maintenance fluid. The patient's blood sugar level reportedly improved to 172 mg/dl after the treatment was given. It was added that broken pieces of the feeding set connector was noticed in the nasojejunal tube. Despite good faith efforts to obtain additional information, the reporting facility was unable or unwilling to provide any further patient, product, or procedural/event details. Due to the reported event and medical intervention required for hypoglycemia, this medwatch is being filed. The sample was returned for evaluation and the complaint of cracked feeding set connector was confirmed. A definitive root cause could not be identified at this time. No additional information is available. If additional information becomes available, a supplemental medwatch will be filed.

Event description:
It was reported that the feeding set was leaking and patient required treatment for hypoglycemia.